Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identifies. Olympus could not specify with the obtained information the root cause of the remaining foreign material since we could not confirm any abnormality to determine the remaining foreign material. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) section: the instruction manual reprocessing manual ¿gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories¿ describes the proper methods for inspection on prevention of the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.